Manufacturer narrative:
(B)(4) a follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient reported during fill 3 she received an alarm for the heater bag being disconnected from the tubing which caused a fluid leak. Treatment was cancelled. The patient notified her pd nurse. During follow up, the patient's peritoneal dialysis registered nurse (pdrn) reported the patient was hospitalized for peritonitis. Date of hospitalization was (B)(6) 2016. Patient was prescribed a dose of vancomycin. At the time of the report the patient was still hospitalized.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). Medical records were received and reviewed. The medical records did not reveal any cause for the patient¿s peritonitis. There was no documentation in the medical records that indicated a causal relationship between the liberty cycler set and the patient¿s peritonitis. However, there is probably association between breaking the sterile pathway of peritoneal dialysis therapy and peritonitis.

Event description:
Medical records were received from the patient's treatment facility. On (B)(6) 2016, the patient presented to their peritoneal dialysis (pd) clinic afebrile with cloudy effluent and was administered vancomycin intraperitoneally (ip) (dose regimen not reported). The patient then went home and later presented to an emergency department afebrile with diffuse abdominal pain, that started a couple of days prior, and was diagnosed with peritonitis. In the emergency department, the patient was administered vancomycin 2,000mg in sodium chloride 0.9% 500ml via intravenous (IV) route and rocephin (ceftriaxone) (dose regimen and route not reported). Physical examination on (B)(6) 2016 revealed the patient experienced mild to moderate periumbilical tenderness without guarding, rigidity, or rebound tenderness. On (B)(6) 2016, the patient was admitted to the hospital. As of (B)(6) 2016, it is unknown if the patient continues to be hospitalized. It is unknown if the patient continues ccpd therapy and it is unknown is the event of peritonitis resolved.